Event description:
It was reported that catheter withdrawal difficulties were encountered and stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. After pre-dilation was done with a 2.25mm quantum balloon catheter, a 20 x 3.50 promus premier¿ drug eluting stent was advanced to treat the lesion but failed to cross the lesion. During several attempts to make the device cross the lesion by manipulating a non bsc guiding catheter, the stent was caught at the distal tip of a non-bsc guiding catheter. The device was removed together with the guiding catheter as one unit. The stent was noticed to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal end of the crimped stent was damaged, distorted and stretched proximally out over the proximal markerband. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The device was returned within delivery guide catheter. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile of the device shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered and stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. After pre-dilation was done with a 2.25mm quantum balloon catheter, a 20 x 3.50 promus premier¿ drug eluting stent was advanced to treat the lesion but failed to cross the lesion. During several attempts to make the device cross the lesion by manipulating a non bsc guiding catheter, the stent was caught at the distal tip of a non-bsc guiding catheter. The device was removed together with the guiding catheter as one unit. The stent was noticed to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.